Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer charge or hold a charge. The patient underwent an ipg replacement procedure, during which a non-rechargeable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2025

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer charge or hold a charge. The patient underwent an ipg replacement procedure, during which a non-rechargeable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned.